Event description:
Reportedly, connected the anvil with the instrument and then approximated the tissues. Confirmed the green mark. But then, could not press the safety release. Stopped using this device. Another ceea instrument was delivered from a distributor immediately, then the procedure was completed properly with it. No bleeding. The pt is in good condition. The surgical time was extended by 40 minutes. Procedure: roux-en-y.